Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that two cages broke during a tlif spinal surgery while implanting at the l4/l5 level. The first attempt was made with the implant correctly loaded on the inserter, with a hand tightening of the inner tube onto the implant. While tapping the back of the impactor cap a few times to get the cage started into the disk space, the cage broke at the inserter/cage interface. The second attempt was made with the implant correctly loaded, but this time the retractor device was used to ensure a snug fit. The thought was that possibly it was loaded too loosely the previous attempt. Once again, after a few taps to start the implant into the disk space, the cage cracked at the same interface. A third attempt was made, but the cage was loaded onto the inserter with a very light hand tightening technique of the inner tube. This attempt was successful. No fragment of the products remained in the patient. No patient complications were reported as a result of this event.